Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for ise indirect na, k, cl for gen.2 on a cobas 4000 c (311) stand alone system. The initial na result was 156 mmol/l and the repeat result was 139 mmol/l. The initial k result was 11.96 mmol/l and the repeat result was 4.65 mmol/l. The initial cl result was 118 mmol/l and the repeat result was 103 mmol/l. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable and there were no issues with other patient samples.